Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced dizzy spells. The atrial lead exhibited loss of capture and low p waves. The patient would continue to be monitored.